Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized due to oversensing of r, t and p waves, resulting in multiple inappropriate shocks. Automatic setup did not pass in all 3 vectors due to small r wave amplitude. Technical services (ts) recommended the physician reprogrammed to primary vector in order to re enable the smart pass feature. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.